Event description:
False positive home covid test results while in (B)(6) preparing for my return flight into the us. Lot number: 21152-001, analyzer ID: (B)(4); lot number: 21152-001, analyzer ID: (B)(4). FDA safety report ID# (B)(4).